Event description:
New information noted that on (B)(6) 2016, a pocket revision was performed. Upon opening the pocket the ventricular lead connection was inspected, no anomalies were noted. Fluoroscopy was normal. No noise could be reproduced with arm movements. The lead was tested with the pacemaker system analyzer and no anomalies were noted. The lead was connected to the new device and remained implanted. The patient's condition was stable during and post procedure.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the patient had a history of noise on the ventricular lead since implant. Patient presented remotely via merlin.net. Review of the transmission revealed noise on the lead; capture and impedance were stable and in range. The patient was brought back to the clinic for further evaluation. The noise could be reproduced in clinic with arm movements. The physician elected to program the device and would continue to monitor the patient remotely via merlin.net.